Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was found that the distal edge of the stent was lifted. No other information available.